Manufacturer narrative:
(B)(4).. This report was filed by the manufacturer. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an etoposide infusion was started. About 15 minutes later it was reported that it was found to be leaking a few inches below the pump. The infusion was stopped right away. The tubing was noted to have more than one hole in it. No patient harm or medical intervention occurred. No further patient/event information was reported.